Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional/revised details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: pertinent records between (B)(6) 2010 and (B)(6) 2014 were not provided. Records dated (B)(6) 2014 state the patient was seen for a ¿lump she noted on her r abdominal wall, first noted 2 weeks ago. Reports it is a little tender to palpation, but otherwise denies pain.¿ abdominal exam notes state: ¿4cm hard palpable nonmobile, nonreducible subcutaneous mass in the r upper abdomen, to the r of previous midline incision and above the umbilicus--?fat necrosis. Morbidly obese.¿ records dated (B)(6) 2014state was again seen for the lump on her right abdominal wall. ¿I reviewed the CT scan today in the office. There is a density to the right side of her lower incision which is tender to palpation but very dense and hard. There is no hernia present by the CT scan. There is also a small amount of fluid present beneath the mesh. The pt has not had any relief from the bactrim that was started.¿ radiology records dated (B)(6) 2014 state patient underwent CT guided biopsy of abdominal mass. The records state the patient ¿¿presents for a biopsy and aspiration of an area of hardness on patients right side of her incision midway. CT shows some stranding or soft tissue density in the subcutaneous tissues of the anterior abdomen just to the right of midline measuring 7.3 x 3.4 cm in size. Some fluid density posterior to the mesh in the anterior abdomen measuring 10.8 x 2.1 cm. This is smaller than on the previous study of (B)(6) 2010.¿ biopsy result records were not provided. Records dated (B)(6) 2014 indicate the patient was seen for complaints of constipation. ¿¿inability to have a bm for over one week, tried several agents from above and below without success. Recently had a biopsy of the subq of the abdominal wall (fat necrosis). Mild intermittent nausea without vomiting, no fever/chills¿¿ records dated (B)(6) 2014 state the patient was seen for low-grade fever. ¿this patient has a complicated history of abdominal problems. Oxygen [sic] only 6 weeks ago a lump was noted on her abdomen in the area of the previous surgery. Lump was biopsied and noted to be scar tissue and an infection. Subsequently on august 13 the patient had a abscess deep incision and drainage performed which include acquired intubation. She is discharged from the hospital the same day and had a wound vac placed. Over the last few days the patient states she has had intermittent low-grade fever. She denies any problems with the area around the wound. The nurse practitioner looked at the area of the wound and redress the wound and noted good healing 2 days ago. The patient was told that if her temperature went up above 101.5 that she should be seen again. Today her temperature went to 101.9. She called and was told to come in the emergency department for evaluation.¿ records for the incision and drainage with wound vac placement performed on (B)(6) 2014 were not provided. The (B)(6) 2014 records continue: ¿patient has had multiple medical problems. She is morbidly obese she had a previous vaginal hysterectomy with apparent nicking of the bowel. Her problems at that time required a colectomy and colostomy and hernia with more than one repair.¿ ¿the patient does have a very low-grade fever here of 99.7.¿ ¿laboratory tests with the exception of a mildy elevated white count of 11,600 is normal there is no source of fever noted.¿ the patient was discharged and instructed to return to the emergency department if she develops any other pain or fever. Records for the debridement of the abscess post biopsy of abdominal mass as noted in the (B)(6) 2014operative report were not provided. Records dated (B)(6) 2014state: ¿a 51 y/o female well-known to our service with multiple abdominal surgeries comes in with two chronic fistulas. She was admitted (B)(6) 2014-(B)(6) 2014for abdominal wound with debridement and removal of infected mesh with attempted closure of fistulas. Some mesh was not able to be removed as it was densely adhered to the bowel. The patient developed two fistulas in the wound. Her abdomen was covered with an adaptic and wound vac with 2 red rubbers used to evacuate the fistula output. She has had continued output from the fistulas and this has been leaking onto her skin.¿ records dated (B)(6) 2014 state the patient was seen for generalized aching and fever. ¿she took ibuprofen and called and spoke to dr. (B)(6), who told her she should be evaluated in the emergency room for possible sepsis due to her PICC line. Patient has a left upper arm PICC line with tpn. Patient does have a history of abdominal wall abscess with incision and drainage in december.¿ records dated (B)(6) 2015 state the patient was seen ¿s/p partial explantation of an infected mesh and development of an ec fistula. Pt is s/p stsg. Pt is now ready for a takedown of the ec fistula and explantation of the remaining mesh.¿ ¿plan exp lap explant infected mesh. Takedown ec fistula. Staged repair of the incisional hernia with vicryl mesh and later a tar repair with mesh.¿ records dated(B)(6) 2015 state the patient was seen for a neck abscess. ¿¿51 year old female with history of recurrent staphylococcus epidermis bacteremia secondary to the PICC line infection s/p removal of PICC and treated with IV daptomycin for 4 weeks due to concern regarding endocarditis. Chronic non healing anterior abdominal wall wound with enterocutaneous fistula.¿ records dated (B)(6) 2016 state the patient was seen for follow up. ¿remainder of staples removed and incision c/d/I. No redness or opened areas. Last remaining drain to left abdominal area with some cloudy drainage. No ecent [sic] fever. She has not been flushing the tube. Jp drain flushed with sterile water and flushed clear x 2 in office today.¿ records dated (B)(6) 2016 state the patient was seen for acute kidney injury ¿due to sepsis/intra-abdominal issues.¿ ¿she had fibroid removal and bladder sling in 2006, which was complicated with perforated/ischemic bowel requiring open exploration. She developed incisional hernia repaired with mesh in 2008. The mesh got infected and developed enterocutaneous fistula requiring mesh removal (partial removal due to significant adhesions). She had recurrence incisional hernia and underwent repair with mesh by dr (B)(6) on (B)(6) 2016. She also had panniculectomy and adhesion lysis done.¿ records for a procedure performed on (B)(6) 2016 were not provided. Operative records dated (B)(6) 2017 state the patient underwent abdominal wall expoloration, excision of subcutaneous abdominal tract, and ¿aadjacent tissue transfers zplasty abdomen appox 120cm2 for chronic nonhealing sinus tract.¿ the patient ¿53-year-old female who has had multiple abdominal surgeries including multiple hernia repairs. She has had chronic wound in the lower abdomen that has persisted despite wound explorations. She was brought in for possible explantation of mesh with reconstruction per plastic surgery. Findings in this operation as we elevated the subcutaneous fat off the anterior rectus fascia, we noted a very unusual large sinus tract of the right lower abdominal wall that was excised. We thus decided to not proceed with planned laparotomy with removal of mesh as the sinus tract was left to be the root cause of the chronic sinus drainage.¿ records after the (B)(6) 2017 indicate continued complaints of abdominal pain and incision drainage. Records dated (B)(6) 2017 note the following medical history: ¿methicillin resistant staphylococcus aureus infection: 2007, (B)(6) 2014, (B)(6) 2014¿mrsa (methicillin resistant staphyloccus aureus negative nose swab: (B)(6) 2010. Records dated (B)(6) 2017 state the patient was seen ¿¿for consultation for abdominal pain and a lump on the left side of her abdomen. She has a long complex surgical history starting with a colonic perforation/gangrene after a hysterectomy. She had a colon resection and a colostomy. She eventually had this taken down and underwent incisional hernia repair. She then underwent a laparoscopic incisional hernia repair with mesh on 2 occasions. She came back with a infected mesh with erosion into the bowel. She had multiple surgeries for this with enterocutaneous fistula. She eventually underwent a panniculectomy and transverse abdominis release incisional hernia repair with mesh which successfully closed her abdominal wall. She had a chronic sinus excised. She now has some abdominal pain.¿ records detailing the ¿colonic/perforation/gangrene after a hysterectomy¿ were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H10/11: updated claimants initials. The claimant recently got married and her married name is now april meyers.

Manufacturer narrative:
H6: updated patient codes. H6: updated device code. H6: updated conclusion codes. Previous patient code/codes (3191: no term/code available for ¿abdominal wound¿) was/were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span november 1, 2006 through november 20, 2018, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Records from august 7, 2008 through june 19, 2010; from september 29, 2010 through june 26, 2014 were not provided. Patient information: medical history: 2007, 2014: methicillin-resistant staphylococcus aureus [mrsa] infection, obesity. (B)(6) 2010: 306 lbs; bmi 48. (B)(6) 2014: 294 lbs; bmi 46. (B)(6) 2015: 292 lbs; bmi 46. (B)(6) 2016: 284 lbs; bmi 45. (B)(6) 2017: 280 lbs: bmi 44. (B)(6) 2018: 295 lbs: bmi 46. Smoker ¿ 0.5 pack per day x 30 years; quit 2014. Prior surgical procedures: 2006: laparoscopic hysterectomy, cholecystectomy. (B)(6) 2006: lower anterior bowel resection with end colostomy. (B)(6) 2007: take down of end colostomy with primary anastomosis, partial colon resection, repair of incisional hernia with using alloderm. Implant #1 & 2 preoperative complaints: (B)(6) 2008: [the patient] ¿has undergone a sigmoid colectomy, bilateral salpingo-oophorectomy, takedown colostomy and multiple additional operations. She presents now with multiple hernias which are easily reducible but painful. On exam she is noted to have multiple incisional hernias throughout her abdomen which are easily reducible and stable.¿ implant #1 & 2 procedure: laparoscopic lysis of adhesions and laparoscopic incisional hernia repair with 29x29 cm placement of gore dualmesh. Implant: gore® dualmesh® biomaterial (05543970/1dlmc04) 15cm x 19cm, oval. Records indicate a second gore® dualmesh® biomaterial ¿18 cm x 24cm x 1mm¿ was implanted on (B)(6) 2008 with the lot number 06288909. However, this lot number does not correspond to a gore® dualmesh® biomaterial product. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Implant #1 &2 date: (B)(6) 2008 [hospitalization dates unknown]. Description of hernia being treated: ¿adhesions were taken down with a combination of blunt dissection as well as the harmonic. This took approximately an hour and a half. Once all the adhesions were free from the interior abdominal wall, it was noted that there were multiple hernias. The hernia was measured using a davis-geck retractor and noted to be approximately 27 x 27 cm in size.¿ implant size and fixation: ¿a dualmesh patch was then fashioned, placing two meshes together, sutured with a prolene suture. This was inserted into the abdomen and unrolled. Tacking sutures were placed at all four quadrants as well as the middle with ethibond. These were pulled out in the superior, inferior and lateral directions as well as through the middle using the gore suture passing. These were all tied down with the exception of the center suture. The protacker was then used to tack a single row of tacks in the edge of the mesh into the fascia. Looking from above, the tacks looked like they were in good position.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2010: ¿dominant finding is presence of abdominal mesh. Over the mesh, the anterior abdominal wall demonstrates moderate induration without drainable fluid collection. Along right superior aspect of this mesh, there is a recurrent hernia identified containing part of proximal transverse colon. Does not appear incarcerated. Mouth ventral hernia is 3.8 cm and located at superior aspect of the mesh. At inferior aspect of the mesh, another wide-mouthed anterior abdominal wall eventration/recurrent hernia noted containing parts of transverse colon, which is redundant, and small bowel. Does not appear to be obstructed. Mouth of large eventration/recurrent hernia approximately 15 cm. Mesh appears intact.¿ (B)(6) 2010: ¿recurrent incisional hernia. Methicillin resistant staphylococcus aureus positive in prior wound culture.¿ (B)(6) 2010: laparoscopic repair of ventral hernia with mesh, partial omentectomy, and laparoscopic lysis of adhesions. ¿vancomycin was infused for prophylactic antibiotics as the patient has history of mrsa and penicillin allergy.¿ ¿immediately apparent, there was extensive adhesions around where the previous mesh has been tacked as well as several hernia defects around the mesh, especially superiorly and to the left side of the abdomen.¿ ¿we then started taking down adhesions with blunt dissection as well as metzenbaum scissors. This dissection was very tedious. We eventually needed to place two additional ports in the right side of the abdomen, one in the right lower quadrant and one in the right mid abdomen. These were 5-mm ports placed through a millimeter incision after infiltrating with marcaine. These ports were placed under direct visualization. Dissection then continued with blunt and sharp dissection.¿ ¿we also used the harmonic scalpel to take down some of the omentum. There were extensive omental adhesions around the mesh edge as well as adhesions of small bowel. These adhesions were taken down very carefully and the bowel was not injured.¿ ¿at this point, we measured the size of the hernia defect and planned mesh size using a vicryl suture and then we selected a 30 x 35 sepramesh and trimmed this mesh to 33 x 27 cm. We then placed ethibond stitches on the four sides of the mesh after rounding the corners with the mesh and hydrated the mesh anteriorly through the 10-mm port inside the peritoneal cavity. The mesh was then unrolled. It was tacked, first the inferior, then the superior, and the two lateral sides by using the gore suture passer to place the stay stitches over the mesh through the peritoneal cavity. These stitches were all tied down. There was plenty of laxity in the mesh, which provided appropriate fit. The mesh was then tacked circumferentially to the anterior abdominal wall with absorbable tacker. These tackers were spaced approximately 2 cm apart and there was no room for bowel to sneak through any spaces. All hernia defects were covered with several centimeters of overlap.¿ records confirm a non-gore device was implanted during the (B)(6) 2010 procedure. (B)(6) 2010: emergency room: ¿motor vehicle accident. Exam: mild tenderness over left lower quadrant abrasion. Multiple healed abdominal wall scars. Took off collar and refused all cts. Alcohol level 236. Discussed with dr. (B)(6) to verify seroma in abdomen likely chronic.¿ (B)(6) 2010: CT abdomen/pelvis with contrast: ¿postsurgical changes anterior abdominal wall hernia repair. Surgical mesh in position. Deep to mesh large fluid collection new from previous. Measures 14 cm transverse x 3.3 cm anteroposterior by 13.5 cm craniocaudal. May represent hematoma or seroma. Left lower quadrant anterior abdominal wall, moderate fatty induration suggestive of hemorrhage.¿ (B)(6) 2014: CT abdomen/pelvis with contrast: ¿some stranding or soft tissue density subcutaneous tissues anterior abdomen just right of midline. May represent tissue reaction or fluid collection. Fluid density posterior to mesh in anterior abdomen smaller than previous study, may represent some reactive tissue or small fluid collection.¿ (B)(6) 2014: ¿4cm hard palpable nonmobile, nonreducible subcutaneous mass in the r upper abdomen, to the r of previous midline incision and above the umbilicus? Fat necrosis. Morbidly obese.¿ (B)(6) 2014: ¿I reviewed the CT scan today in the office. There is a density to the right side of her lower incision which is tender to palpation but very dense and hard. There is no hernia present by the CT scan. There is also a small amount of fluid present beneath the mesh. The pt [patient] has not had any relief from the bactrim that was started.¿ (B)(6) 2014: CT guided biopsy of abdominal mass ¿18-gauge true cut core biopsies were then obtained coaxially through this guiding needle with a total of 3 cores obtained. Post biopsy imaging shows no evidence of hemorrhage.¿ (B)(6) 2014: pathology: ¿the morphology and immunohistochemical profile is most consistent with reactive fibrosis. No evidence of malignancy noted in the given tissue sample.¿ (B)(6) 2014: CT abdomen/pelvis with contrast: ¿fat stranding at anterior abdominal wall superficial to mesh may represent cellulitis.¿ (B)(6) 2014: microbiology: specimen ¿ abdominal wall abscess. ¿culture: moderate growth methicillin-resistant staphylococcus aureus.¿ (B)(6) 2014: ¿lump was biopsied and noted to be scar tissue and an infection. Subsequently on (B)(6) the patient had a [sic] abscess deep incision and drainage performed which include acquired intubation. She is discharged from the hospital the same day and had a wound vac placed. Over the last few days the patient states she has had intermittent low-grade fever. She denies any problems with the area around the wound. The nurse practitioner looked at the area of the wound and redress the wound and noted good healing 2 days ago. The patient was told that if her temperature went up above 101.5 that she should be seen again. Today her temperature went to 101.9.¿ explant #1 &2 preoperative complaints: (B)(6) 2014: ¿abdomen; tender to palpation around incision sites, purulent material noted. Impression/plan: nonhealing abdominal wound. Operating room today for incision and drainage abdominal wound, wound exploration.¿ explant #1 & 2 procedure: wound exploration, exploratory laparotomy, drainage of abdominal abscess, removal of infected mesh, and closure of an enterocutaneous fistula. Explant #1 & 2 date: (B)(6) 2014 [hospitalized from (B)(6) 2014 through (B)(6) 2014]. ¿the previous transverse right-sided abdominal wound was extended in a transverse direction with a scalpel. It was deepened down to the level of the subcutaneous tissue. There appeared to be a tack anteriorly and when palpated, mesh could be felt. Purulent fluid was suctioned free and the wound was opened up further by making a vertical midline incision with scalpel down to the level of the fascia. Once the fascia was identified, it was transected using bovie electrocautery. With the fascia opened, a large piece of bile stained gore-tex mesh was visible. There was some purulent fluid surrounding it, which was suctioned free. The mesh was then attempted to be removed, some of that was able to be removed mostly on the medial, lateral and inferior sides. Once that part of the mesh was removed, tacks in the peripheral edges could be seen; however, the superior side of the mesh likely was not all removed as the tacks were not visible. The mesh was cut free as superiorly as possible. This mesh was then passed off as specimen. Underneath that, another mesh was noted. This was the sepramesh that was placed during the second ventral hernia surgery. A small incision in the mesh was then made, and when the mesh was attempted to be elicited, it was noted to be completely adherent to the bowel. While trying to remove this piece of infected mesh from the bowel, it was noted that an area of bowel had eroded through the mesh causing an enterocutaneous fistula and likely the source of the bile staining on the gore-tex mesh. The mesh was attempted to be removed from the bowel; however, the abdomen was noted to be completely frozen and upon blunt dissection of the mesh, another small enterotomy was made in the bowel. At this point, it was decided that further dissection of the mesh would likely create more enterotomy and more complications. The two noted open areas of the bowel were closed with interrupted vicryl sutures. At this point, it was decided that the best course of action will be to leave the rest of the mesh in place as removing it would likely create more enterotomies and to leave the abdomen open and allow the fistulas to mature and to take the patient back to the operating room at another time down the line for further repair. The abdomen was then irrigated with saline and hemostasis was ensured. Two pieces of adaptic were then laid on top of the bowel and the wound was then dressed with wet-to-dry dressings and the procedure was then terminated.¿. Relevant medical information: (B)(6) 2014: discharge summary: ¿admitted for abdominal wound. Underwent exploratory laparotomy with abdominal wound debridement and drainage of abdominal abscess, removal of infected mesh and closure of enterocutaneous fistula. Some mesh not possible to remove secondary to being adhered into bowel. Abdomen left open with 2 identifiable fistulas present in lower middle and upper right portion open wound. Placed on levaquin and flagyl to help with non-removable mesh which is likely infected. Abdominal wound covered with adaptic and vac. Discharged to long term acute care in much improved condition.¿ (B)(6) 2014: ¿comes in with 2 chronic fistulas. Admitted 09/09/14-09/19/14 for abdominal wound with debridement and removal infected mesh with attempted closure fistulas. Some mesh able to be removed as densely adhered to bowel. Developed two fistulas in wound. Abdomen covered with adaptic and wound vac. Continued output from fistulas and been leaking onto skin.¿ (B)(6) 2014: split-thickness skin graft from right anterior thigh to anterior abdominal wound and placement of wound vac. ¿the wound bed was scrubbed with chlorhexidine solution and suction was kept over the fistula to prevent and succus spillage. The right thigh was moistened and mineral oil was applied. The dermatome was set for 0.1 thickness and the donor site was then harvested and meshed 3:1. The skin graft was then moistened and spread over the wound bed. It was cut to the appropriate size and stapled in place. The adaptic was then cut over this and placed on top of the skin graft. A wound vac sponge was cut up to the appropriate size as well. Two 16-french red rubber catheters were placed over the fistula site. Once the vac dressing has been placed down, a hole was cut and re-sealed over the red rubbers. This was connected to one wound vac, which was placed to 175 mmhg. The lower black sponge over the skin graft was placed to 125 mmhg suction and kept separate. The patient tolerated the procedure well. The right thigh has had a tegaderm placed over top of the donor site.¿ (B)(6) 2014: discharge summary: ¿wound vac left in place until postoperative day 5 at which time skin graft demonstrated near complete incorporation. Two wound vac changes performed prior to transfer to long term acute care. Postoperative course remarkable for continued oral candidiasis treated with fluconazole. Kept on bedrest due to fragility of graft, ambulated to bedside commode. Discharged in improved condition.¿ (B)(6) 2014: abdominal wound culture: ¿moderate growth klebsiella pneumoniae. Moderate growth citrobacter freundii complex. Moderate growth pseudomonas aeruginosa. Moderate growth methicillin-resistant staphylococcus aureus.¿ (B)(6) 2014: discharge summary: ¿discharged to long term acute care 11/10, re-admitted wound vac not being changed per surgery instructions. Wound vac carefully monitored by surgical team in attempt to keep stool content off newly grafted skin. Oral candidiasis continued to improve.¿ (B)(6) 2014: discharge summary: ¿discharged to long-term acute care several times previously. Re-admitted as wound vac not being changed per instructions. Transitioned to ostomy appliance over fistulas. Became febrile, positive blood and urine cultures. Peripherally inserted central catheter exchanged for bacteremia and intravenous antibiotics used.¿ (B)(6) 2015: ¿recurrent staphylococcus bacteremia likely secondary to peripherally inserted central catheter. Clinically stable on vancomycin. Abdominal source seems unlikely currently.¿ (B)(6) 2015: ¿abdomen; tenderness, hernia present. Confirmed positive in ventral area. Impression/plan: incisional hernia, infected mesh, ex [sic] fistula, plan exploratory laparotomy explant infected mesh. Take down enterocutaneous fistula. Staged repair of incisional hernia with vicryl mesh and later a transversus abdominus release repair with mesh.¿ (B)(6) 2015: exploratory laparotomy, extensive lysis of adhesions, takedown of entercutaneous fistula, small bowel resection x2, explantation of infected abdominal mesh and incisional hernia repair with mesh. ¿the patient had a large skin grafted abdomen from previous mesh infection and enterocutaneous fistula. We excised the skin graft and the hernia sac, performed extensive lysis of adhesions of the entire abdomen, and we raised the small bowel from the ligament of treitz to the ileocecal valve. The patient had two enterocutaneous fistulas, both of which were taken down. They were resected en bloc with the skin graft in the center of the specimen.¿ ¿there was extensive lysis of adhesions during this procedure, all using sharp dissection. There were very dense adhesions of interloop small bowel adhesions as well as small bowel adhesions to the peritoneal cavity, all of which were taken down using sharp dissection. The abdomen was then closed using an underlay of biologic mesh.¿ (B)(6) 2015: pathology: ¿also submitted are two large segments of mesh material with attached yellowish-gray and tan-pink, fibromembranous, and fatty tissue, measuring 34 x 14 x 0.7 cm, and 27 x 11 x 0.7 cm. Representative sections are submitted in six cassettes. Gross examination only of the mesh material.¿ (B)(6) 2016: CT abdomen/pelvis: ¿previous surgery small bowel. Large and wide ventral hernia. Previous mesh has been removed. Loops of colon and small bowel abut peritoneum anteriorly, could be adhesions at any site. One of the small bowel loops in this region mildly dilated.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿when operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The devices were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the verified lot met all pre-release specifications. All available information has been placed on file for use in tracking, trending and follow-up. After multiple requests, specific lot number information was not provided for a device but product type was confirmed through other records provided. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Although a review of manufacturing and sterilization records could not be performed, all pre-release specifications are confirmed prior to release as part of quality system processes. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. Previous patient code/codes (3191: no term/code available for ¿abdominal wound¿) was/were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span november 1, 2006 through november 20, 2018, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. ¿ records from august 7, 2008 through june 19, 2010; from september 29, 2010 through june 26, 2014 were not provided. Patient information: medical history: ¿ 2007, 2014: methicillin-resistant staphylococcus aureus [mrsa] infection; ¿ obesity; - (B)(6) 2010: 306 lbs; bmi 48; - (B)(6) 2014: 294 lbs; bmi 46; - (B)(6) 2015: 292lbs; bmi 46; - (B)(6) 2016: 284lbs; bmi 45; - (B)(6) 2017: 280 lbs: bmi 44; - (B)(6) 18: 295lbs: bmi 46; ¿ smoker ¿ 0.5 pack per day x 30 years; quit 2014. Prior surgical procedures: ¿ 2006: laparoscopic hysterectomy, cholecystectomy; ¿ (B)(6) 2006: lower anterior bowel resection with end colostomy; ¿ (B)(6) 2007: take down of end colostomy with primary anastomosis, partial colon resection, repair of incisional hernia with using alloderm. Implant #1 & 2 preoperative complaints: ¿ (B)(6) 2008: [the patient] ¿has undergone a sigmoid colectomy, bilateral salpingo-oophorectomy, takedown colostomy and multiple additional operations. She presents now with multiple hernias which are easily reducible but painful. On exam she is noted to have multiple incisional hernias throughout her abdomen which are easily reducible and stable.¿. Implant #1 & 2 procedure: laparoscopic lysis of adhesions and laparoscopic incisional hernia repair with 29x29 cm placement of gore dualmesh. Implant: gore® dualmesh® biomaterial (05543970/1dlmc04) 15cm x 19cm, oval. ¿ records indicate a second gore® dualmesh® biomaterial ¿18 cm x 24cm x 1mm¿ was implanted on (B)(6) 2008 with the lot number 06288909. However, this lot number does not correspond to a gore® dualmesh® biomaterial product. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Implant #1 &2 date: (B)(6) 2008. ¿ description of hernia being treated: ¿adhesions were taken down with a combination of blunt dissection as well as the harmonic. This took approximately an hour and a half. Once all the adhesions were free from the interior abdominal wall, it was noted that there were multiple hernias. The hernia was measured using a davis-geck retractor and noted to be approximately 27 x 27 cm in size.¿. ¿ implant size and fixation: ¿a dualmesh patch was then fashioned, placing two meshes together, sutured with a prolene suture. This was inserted into the abdomen and unrolled. Tacking sutures were placed at all four quadrants as well as the middle with ethibond. These were pulled out in the superior, inferior and lateral directions as well as through the middle using the gore suture passing. These were all tied down with the exception of the center suture. The protacker was then used to tack a single row of tacks in the edge of the mesh into the fascia. Looking from above, the tacks looked like they were in good position.¿. ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2010: ¿dominant finding is presence of abdominal mesh. Over the mesh, the anterior abdominal wall demonstrates moderate induration without drainable fluid collection. Along right superior aspect of this mesh, there is a recurrent hernia identified containing part of proximal transverse colon. Does not appear incarcerated. Mouth ventral hernia is 3.8 cm and located at superior aspect of the mesh. At inferior aspect of the mesh, another wide-mouthed anterior abdominal wall eventration/recurrent hernia noted containing parts of transverse colon, which is redundant, and small bowel. Does not appear to be obstructed. Mouth of large eventration/recurrent hernia approximately 15 cm. Mesh appears intact.¿. ¿ (B)(6) 2010: ¿recurrent incisional hernia. Methicillin resistant staphylococcus aureus positive in prior wound culture.¿. ¿ (B)(6) 2010: laparoscopic repair of ventral hernia with mesh, partial omentectomy, and laparoscopic lysis of adhesions. - ¿vancomycin was infused for prophylactic antibiotics as the patient has history of mrsa and penicillin allergy.¿ ¿immediately apparent, there was extensive adhesions around where the previous mesh has been tacked as well as several hernia defects around the mesh, especially superiorly and to the left side of the abdomen.¿ ¿we then started taking down adhesions with blunt dissection as well as metzenbaum scissors. This dissection was very tedious. We eventually needed to place two additional ports in the right side of the abdomen, one in the right lower quadrant and one in the right mid abdomen. These were 5-mm ports placed through a millimeter incision after infiltrating with marcaine. These ports were placed under direct visualization. Dissection then continued with blunt and sharp dissection.¿ ¿we also used the harmonic scalpel to take down some of the omentum. There were extensive omental adhesions around the mesh edge as well as adhesions of small bowel. These adhesions were taken down very carefully and the bowel was not injured.¿ ¿at this point, we measured the size of the hernia defect and planned mesh size using a vicryl suture and then we selected a 30 x 35 sepramesh and trimmed this mesh to 33 x 27 cm. We then placed ethibond stitches on the four sides of the mesh after rounding the corners with the mesh and hydrated the mesh anteriorly through the 10-mm port inside the peritoneal cavity. The mesh was then unrolled. It was tacked, first the inferior, then the superior, and the two lateral sides by using the gore suture passer to place the stay stitches over the mesh through the peritoneal cavity. These stitches were all tied down. There was plenty of laxity in the mesh, which provided appropriate fit. The mesh was then tacked circumferentially to the anterior abdominal wall with absorbable tacker. These tackers were spaced approximately 2 cm apart and there was no room for bowel to sneak through any spaces. All hernia defects were covered with several centimeters of overlap.¿. - records confirm a non-gore device was implanted during the 7/22/10 procedure. ¿ (B)(6) 2010: emergency room: ¿motor vehicle accident. Exam: mild tenderness over left lower quadrant abrasion. Multiple healed abdominal wall scars. Took off collar and refused all cts. Alcohol level 236. Discussed with dr. Degroat to verify seroma in abdomen likely chronic.¿. ¿ (B)(6) 2010: CT abdomen/pelvis with contrast: ¿postsurgical changes anterior abdominal wall hernia repair. Surgical mesh in position. Deep to mesh large fluid collection new from previous. Measures 14 cm transverse x 3.3 cm anteroposterior by 13.5 cm craniocaudal. May represent hematoma or seroma. Left lower quadrant anterior abdominal wall, moderate fatty induration suggestive of hemorrhage.¿. ¿ (B)(6) 2014: CT abdomen/pelvis with contrast: ¿some stranding or soft tissue density subcutaneous tissues anterior abdomen just right of midline. May represent tissue reaction or fluid collection. Fluid density posterior to mesh in anterior abdomen smaller than previous study, may represent some reactive tissue or small fluid collection.¿. ¿ (B)(6) 2014: ¿4cm hard palpable nonmobile, nonreducible subcutaneous mass in the r upper abdomen, to the r of previous midline incision and above the umbilicus--? Fat necrosis. Morbidly obese.¿. ¿ (B)(6) 2014: ¿I reviewed the CT scan today in the office. There is a density to the right side of her lower incision which is tender to palpation but very dense and hard. There is no hernia present by the CT scan. There is also a small amount of fluid present beneath the mesh. The pt [patient] has not had any relief from the bactrim that was started.¿. ¿ (B)(6) 2014: CT guided biopsy of abdominal mass. - ¿18-gauge true cut core biopsies were then obtained coaxially through this guiding needle with a total of 3 cores obtained. Post biopsy imaging shows no evidence of hemorrhage.¿. ¿ (B)(6) 2014: pathology: ¿the morphology and immunohistochemical profile is most consistent with reactive fibrosis. No evidence of malignancy noted in the given tissue sample.¿ ¿ (B)(6) 2014: CT abdomen/pelvis with contrast: ¿fat stranding at anterior abdominal wall superficial to mesh may represent cellulitis.¿ ¿ (B)(6) 14: microbiology: specimen ¿ abdominal wall abscess. ¿culture: moderate growth methicillin-resistant staphylococcus aureus.¿ ¿ (B)(6) 2014: ¿lump was biopsied and noted to be scar tissue and an infection. Subsequently on (B)(6) the patient had a [sic] abscess deep incision and drainage performed which include acquired intubation. She is discharged from the hospital the same day and had a wound vac placed. Over the last few days the patient states she has had intermittent low-grade fever. She denies any problems with the area around the wound. The nurse practitioner looked at the area of the wound and redress the wound and noted good healing 2 days ago. The patient was told that if her temperature went up above 101.5 that she should be seen again. Today her temperature went to 101.9.¿. Explant #1 &2 preoperative complaints: ¿ (B)(6) 2014: ¿abdomen; tender to palpation around incision sites, purulent material noted. Impression/plan: nonhealing abdominal wound. Operating room today for incision and drainage abdominal wound, wound exploration.¿. Explant #1 & 2 procedure: wound exploration, exploratory laparotomy, drainage of abdominal abscess, removal of infected mesh, and closure of an enterocutaneous fistula. Explant #1 & 2 date: september 9, 2014 [hospitalized from (B)(6) 2014 through (B)(6) 2014]. ¿ ¿the previous transverse right-sided abdominal wound was extended in a transverse direction with a scalpel. It was deepened down to the level of the subcutaneous tissue. There appeared to be a tack anteriorly and when palpated, mesh could be felt. Purulent fluid was suctioned free and the wound was opened up further by making a vertical midline incision with scalpel down to the level of the fascia. Once the fascia was identified, it was transected using bovie electrocautery. With the fascia opened, a large piece of bile stained gore-tex mesh was visible. There was some purulent fluid surrounding it, which was suctioned free. The mesh was then attempted to be removed, some of that was able to be removed mostly on the medial, lateral and inferior sides. Once that part of the mesh was removed, tacks in the peripheral edges could be seen; however, the superior side of the mesh likely was not all removed as the tacks were not visible. The mesh was cut free as superiorly as possible. This mesh was then passed off as specimen. Underneath that, another mesh was noted. This was the sepramesh that was placed during the second ventral hernia surgery. A small incision in the mesh was then made, and when the mesh was attempted to be elicited, it was noted to be completely adherent to the bowel. While trying to remove this piece of infected mesh from the bowel, it was noted that an area of bowel had eroded through the mesh causing an enterocutaneous fistula and likely the source of the bile staining on the gore-tex mesh. The mesh was attempted to be removed from the bowel; however, the abdomen was noted to be completely frozen and upon blunt dissection of the mesh, another small enterotomy was made in the bowel. At this point, it was decided that further dissection of the mesh would likely create more enterotomy and more complications. The two noted open areas of the bowel were closed with interrupted vicryl sutures. At this point, it was decided that the best course of action will be to leave the rest of the mesh in place as removing it would likely create more enterotomies and to leave the abdomen open and allow the fistulas to mature and to take the patient back to the operating room at another time down the line for further repair. The abdomen was then irrigated with saline and hemostasis was ensured. Two pieces of adaptic were then laid on top of the bowel and the wound was then dressed with wet-to-dry dressings and the procedure was then terminated.¿. Relevant medical information: ¿ (B)(6) 2014: discharge summary: ¿admitted for abdominal wound. Underwent exploratory laparotomy with abdominal wound debridement and drainage of abdominal abscess, removal of infected mesh and closure of enterocutaneous fistula. Some mesh not possible to remove secondary to being adhered into bowel. Abdomen left open with 2 identifiable fistulas present in lower middle and upper right portion open wound. Placed on levaquin and flagyl to help with non-removable mesh which is likely infected. Abdominal wound covered with adaptic and vac. Discharged to long term acute care in much improved condition.¿ .¿ (B)(6) 2014: ¿comes in with 2 chronic fistulas. Admitted (B)(6) 2014-(B)(6) 2014 for abdominal wound with debridement and removal infected mesh with attempted closure fistulas. Some mesh able to be removed as densely adhered to bowel. Developed two fistulas in wound. Abdomen covered with adaptic and wound vac. Continued output from fistulas and been leaking onto skin.¿. ¿ (B)(6) 2014: split-thickness skin graft from right anterior thigh to anterior abdominal wound and placement of wound vac. - ¿the wound bed was scrubbed with chlorhexidine solution and suction was kept over the fistula to prevent and succus spillage. The right thigh was moistened and mineral oil was applied. The dermatome was set for 0.1 thickness and the donor site was then harvested and meshed 3:1. The skin graft was then moistened and spread over the wound bed. It was cut to the appropriate size and stapled in place. The adaptic was then cut over this and placed on top of the skin graft. A wound vac sponge was cut up to the appropriate size as well. Two 16-french red rubber catheters were placed over the fistula site. Once the vac dressing has been placed down, a hole was cut and re-sealed over the red rubbers. This was connected to one wound vac, which was placed to 175 mmhg. The lower black sponge over the skin graft was placed to 125 mmhg suction and kept separate. The patient tolerated the procedure well. The right thigh has had a tegaderm placed over top of the donor site.¿. ¿ (B)(6) 2014: discharge summary: ¿wound vac left in place until postoperative day 5 at which time skin graft demonstrated near complete incorporation. Two wound vac changes performed prior to transfer to long term acute care. Postoperative course remarkable for continued oral candidiasis treated with fluconazole. Kept on bedrest due to fragility of graft, ambulated to bedside commode. Discharged in improved condition.¿. ¿ (B)(6) 2014: abdominal wound culture: ¿moderate growth klebsiella pneumoniae. Moderate growth citrobacter freundii complex. Moderate growth pseudomonas aeruginosa. Moderate growth methicillin-resistant staphylococcus aureus.¿. ¿ (B)(6) 2014: discharge summary: ¿discharged to long term acute care 11/10, re-admitted wound vac not being changed per surgery instructions. Wound vac carefully monitored by surgical team in attempt to keep stool content off newly grafted skin. Oral candidiasis continued to improve.¿. ¿ (B)(6) 2014: discharge summary: ¿discharged to long-term acute care several times previously. Re-admitted as wound vac not being changed per instructions. Transitioned to ostomy appliance over fistulas. Became febrile, positive blood and urine cultures. Peripherally inserted central catheter exchanged for bacteremia and intravenous antibiotics used.¿. ¿ (B)(6) 2015: ¿recurrent staphylococcus bacteremia likely secondary to peripherally inserted central catheter. Clinically stable on vancomycin. Abdominal source seems unlikely currently.¿. ¿ (B)(6) 2015: ¿abdomen; tenderness, hernia present. Confirmed positive in ventral area. Impression/plan: incisional hernia, infected mesh, ex [sic] fistula, plan exploratory laparotomy explant infected mesh. Take down enterocutaneous fistula. Staged repair of incisional hernia with vicryl mesh and later a transversus abdominus release repair with mesh.¿. ¿ (B)(6) 2015: exploratory laparotomy, extensive lysis of adhesions, takedown of entercutaneous fistula, small bowel resection x2, explantation of infected abdominal mesh and incisional hernia repair with mesh. - ¿the patient had a large skin grafted abdomen from previous mesh infection and enterocutaneous fistula. We excised the skin graft and the hernia sac, performed extensive lysis of adhesions of the entire abdomen, and we raised the small bowel from the ligament of treitz to the ileocecal valve. The patient had two enterocutaneous fistulas, both of which were taken down. They were resected en bloc with the skin graft in the center of the specimen.¿ ¿there was extensive lysis of adhesions during this procedure, all using sharp dissection. There were very dense adhesions of interloop small bowel adhesions as well as small bowel adhesions to the peritoneal cavity, all of which were taken down using sharp dissection. The abdomen was then closed using an underlay of biologic mesh.¿. ¿ (B)(6) 2015: pathology: ¿also submitted are two large segments of mesh material with attached yellowish-gray and tan-pink, fibromembranous, and fatty tissue, measuring 34 x 14 x 0.7 cm, and 27 x 11 x 0.7 cm. Representative sections are submitted in six cassettes. Gross examination only of the mesh material.¿. ¿ (B)(6) 2016: CT abdomen/pelvis: ¿previous surgery small bowel. Large and wide ventral hernia. Previous mesh has been removed. Loops of colon and small bowel abut peritoneum anteriorly, could be adhesions at any site. One of the small bowel loops in this region mildly dilated.¿. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. The gore® dualmesh® biomaterial instructions for use also warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿. The gore® dualmesh® biomaterial instructions for use also states: ¿when operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The devices were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the verified lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation previous patient code/codes (3191: no term/code available for ¿abdominal wound¿) was/were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span november 1, 2006 through november 20, 2018, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. ¿ records from august 7, 2008 through june 19, 2010; from september 29, 2010 through june 26, 2014 were not provided. Patient information: medical history: ¿ 2007, 2014: methicillin-resistant staphylococcus aureus [mrsa] infection ¿ obesity - (B)(6) 2010: 306 lbs; bmi 48 - 9/9/14: 294 lbs; bmi 46 - (B)(6) 2015: 292lbs; bmi 46 - (B)(6) 2016: 284lbs; bmi 45 - 8/7/17: 280 lbs: bmi 44 - (B)(6) 2018: 295lbs: bmi 46 ¿ smoker ¿ 0.5 pack per day x 30 years; quit 2014 prior surgical procedures: ¿ 2006: laparoscopic hysterectomy, cholecystectomy ¿ (B)(6) 2006: lower anterior bowel resection with end colostomy ¿ (B)(6) 2007: take down of end colostomy with primary anastomosis, partial colon resection, repair of incisional hernia with using alloderm implant #1 & 2 preoperative complaints: ¿ (B)(6) 2008: [the patient] ¿has undergone a sigmoid colectomy, bilateral salpingo-oophorectomy, takedown colostomy and multiple additional operations. She presents now with multiple hernias which are easily reducible but painful. On exam she is noted to have multiple incisional hernias throughout her abdomen which are easily reducible and stable.¿ implant #1 & 2 procedure: laparoscopic lysis of adhesions and laparoscopic incisional hernia repair with 29x29 cm placement of gore dualmesh. Implant: gore® dualmesh® biomaterial (05543970/1dlmc04) 15cm x 19cm, oval. ¿ records indicate a second gore® dualmesh® biomaterial ¿18 cm x 24cm x 1mm¿ was implanted on (B)(6) 2008 with the lot number 06288909. However, this lot number does not correspond to a gore® dualmesh® biomaterial product. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Implant #1 &2 date: (B)(6) 2008 ¿ description of hernia being treated: ¿adhesions were taken down with a combination of blunt dissection as well as the harmonic. This took approximately an hour and a half. Once all the adhesions were free from the interior abdominal wall, it was noted that there were multiple hernias. The hernia was measured using a davis-geck retractor and noted to be approximately 27 x 27 cm in size.¿ ¿ implant size and fixation: ¿a dualmesh patch was then fashioned, placing two meshes together, sutured with a prolene suture. This was inserted into the abdomen and unrolled. Tacking sutures were placed at all four quadrants as well as the middle with ethibond. These were pulled out in the superior, inferior and lateral directions as well as through the middle using the gore suture passing. These were all tied down with the exception of the center suture. The protacker was then used to tack a single row of tacks in the edge of the mesh into the fascia. Looking from above, the tacks looked like they were in good position.¿ ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2010: ¿dominant finding is presence of abdominal mesh. Over the mesh, the anterior abdominal wall demonstrates moderate induration without drainable fluid collection. Along right superior aspect of this mesh, there is a recurrent hernia identified containing part of proximal transverse colon. Does not appear incarcerated. Mouth ventral hernia is 3.8 cm and located at superior aspect of the mesh. At inferior aspect of the mesh, another wide-mouthed anterior abdominal wall eventration/recurrent hernia noted containing parts of transverse colon, which is redundant, and small bowel. Does not appear to be obstructed. Mouth of large eventration/recurrent hernia approximately 15 cm. Mesh appears intact.¿ ¿ (B)(6) 2010: ¿recurrent incisional hernia. Methicillin resistant staphylococcus aureus positive in prior wound culture.¿ ¿ (B)(6) 2010: laparoscopic repair of ventral hernia with mesh, partial omentectomy, and laparoscopic lysis of adhesions - ¿vancomycin was infused for prophylactic antibiotics as the patient has history of mrsa and penicillin allergy.¿ ¿immediately apparent, there was extensive adhesions around where the previous mesh has been tacked as well as several hernia defects around the mesh, especially superiorly and to the left side of the abdomen.¿ ¿we then started taking down adhesions with blunt dissection as well as metzenbaum scissors. This dissection was very tedious. We eventually needed to place two additional ports in the right side of the abdomen, one in the right lower quadrant and one in the right mid abdomen. These were 5-mm ports placed through a millimeter incision after infiltrating with marcaine. These ports were placed under direct visualization. Dissection then continued with blunt and sharp dissection.¿ ¿we also used the harmonic scalpel to take down some of the omentum. There were extensive omental adhesions around the mesh edge as well as adhesions of small bowel. These adhesions were taken down very carefully and the bowel was not injured.¿ ¿at this point, we measured the size of the hernia defect and planned mesh size using a vicryl suture and then we selected a 30 x 35 sepramesh and trimmed this mesh to 33 x 27 cm. We then placed ethibond stitches on the four sides of the mesh after rounding the corners with the mesh and hydrated the mesh anteriorly through the 10-mm port inside the peritoneal cavity. The mesh was then unrolled. It was tacked, first the inferior, then the superior, and the two lateral sides by using the gore suture passer to place the stay stitches over the mesh through the peritoneal cavity. These stitches were all tied down. There was plenty of laxity in the mesh, which provided appropriate fit. The mesh was then tacked circumferentially to the anterior abdominal wall with absorbable tacker. These tackers were spaced approximately 2 cm apart and there was no room for bowel to sneak through any spaces. All hernia defects were covered with several centimeters of overlap.¿ - records confirm a non-gore device was implanted during the (B)(6) 2010 procedure. ¿ (B)(6) 2010: emergency room: ¿motor vehicle accident. Exam: mild tenderness over left lower quadrant abrasion. Multiple healed abdominal wall scars. Took off collar and refused all cts. Alcohol level 236. Discussed with dr. Degroat to verify seroma in abdomen likely chronic.¿ ¿ (B)(6) 2010: CT abdomen/pelvis with contrast: ¿postsurgical changes anterior abdominal wall hernia repair. Surgical mesh in position. Deep to mesh large fluid collection new from previous. Measures 14 cm transverse x 3.3 cm anteroposterior by 13.5 cm craniocaudal. May represent hematoma or seroma. Left lower quadrant anterior abdominal wall, moderate fatty induration suggestive of hemorrhage.¿ ¿ (B)(6) 2014: CT abdomen/pelvis with contrast: ¿some stranding or soft tissue density subcutaneous tissues anterior abdomen just right of midline. May represent tissue reaction or fluid collection. Fluid density posterior to mesh in anterior abdomen smaller than previous study, may represent some reactive tissue or small fluid collection.¿ ¿ (B)(6) 2014: ¿4cm hard palpable nonmobile, nonreducible subcutaneous mass in the r upper abdomen, to the r of previous midline incision and above the umbilicus--? Fat necrosis. Morbidly obese.¿ ¿ (B)(6) 2014: ¿I reviewed the CT scan today in the office. There is a density to the right side of her lower incision which is tender to palpation but very dense and hard. There is no hernia present by the CT scan. There is also a small amount of fluid present beneath the mesh. The pt [patient] has not had any relief from the bactrim that was started.¿ ¿ (B)(6) 2014: CT guided biopsy of abdominal mass - ¿18-gauge true cut core biopsies were then obtained coaxially through this guiding needle with a total of 3 cores obtained. Post biopsy imaging shows no evidence of hemorrhage.¿ ¿ 7/18/14: pathology: ¿the morphology and immunohistochemical profile is most consistent with reactive fibrosis. No evidence of malignancy noted in the given tissue sample.¿ ¿ 8/12/14: CT abdomen/pelvis with contrast: ¿fat stranding at anterior abdominal wall superficial to mesh may represent cellulitis.¿ ¿ 8/13/14: microbiology: specimen ¿ abdominal wall abscess. ¿culture: moderate growth methicillin-resistant staphylococcus aureus.¿ ¿ 9/2/14: ¿lump was biopsied and noted to be scar tissue and an infection. Subsequently on august 13 the patient had a [sic] abscess deep incision and drainage performed which include acquired intubation. She is discharged from the hospital the same day and had a wound vac placed. Over the last few days the patient states she has had intermittent low-grade fever. She denies any problems with the area around the wound. The nurse practitioner looked at the area of the wound and redress the wound and noted good healing 2 days ago. The patient was told that if her temperature went up above 101.5 that she should be seen again. Today her temperature went to 101.9.¿ explant #1 &2 preoperative complaints: ¿ (B)(6) 2014: ¿abdomen; tender to palpation around incision sites, purulent material noted. Impression/plan: nonhealing abdominal wound. Operating room today for incision and drainage abdominal wound, wound exploration.¿ explant #1 & 2 procedure: wound exploration, exploratory laparotomy, drainage of abdominal abscess, removal of infected mesh, and closure of an enterocutaneous fistula. Explant #1 & 2 date: (B)(6) 2014 [hospitalized from september 8, 2014 through (B)(6)2014] ¿ ¿the previous transverse right-sided abdominal wound was extended in a transverse direction with a scalpel. It was deepened down to the level of the subcutaneous tissue. There appeared to be a tack anteriorly and when palpated, mesh could be felt. Purulent fluid was suctioned free and the wound was opened up further by making a vertical midline incision with scalpel down to the level of the fascia. Once the fascia was identified, it was transected using bovie electrocautery. With the fascia opened, a large piece of bile stained gore-tex mesh was visible. There was some purulent fluid surrounding it, which was suctioned free. The mesh was then attempted to be removed, some of that was able to be removed mostly on the medial, lateral and inferior sides. Once that part of the mesh was removed, tacks in the peripheral edges could be seen; however, the superior side of the mesh likely was not all removed as the tacks were not visible. The mesh was cut free as superiorly as possible. This mesh was then passed off as specimen. Underneath that, another mesh was noted. This was the sepramesh that was placed during the second ventral hernia surgery. A small incision in the mesh was then made, and when the mesh was attempted to be elicited, it was noted to be completely adherent to the bowel. While trying to remove this piece of infected mesh from the bowel, it was noted that an area of bowel had eroded through the mesh causing an enterocutaneous fistula and likely the source of the bile staining on the gore-tex mesh. The mesh was attempted to be removed from the bowel; however, the abdomen was noted to be completely frozen and upon blunt dissection of the mesh, another small enterotomy was made in the bowel. At this point, it was decided that further dissection of the mesh would likely create more enterotomy and more complications. The two noted open areas of the bowel were closed with interrupted vicryl sutures. At this point, it was decided that the best course of action will be to leave the rest of the mesh in place as removing it would likely create more enterotomies and to leave the abdomen open and allow the fistulas to mature and to take the patient back to the operating room at another time down the line for further repair. The abdomen was then irrigated with saline and hemostasis was ensured. Two pieces of adaptic were then laid on top of the bowel and the wound was then dressed with wet-to-dry dressings and the procedure was then terminated.¿ relevant medical information: ¿ (B)(6) 2014: discharge summary: ¿admitted for abdominal wound. Underwent exploratory laparotomy with abdominal wound debridement and drainage of abdominal abscess, removal of infected mesh and closure of enterocutaneous fistula. Some mesh not possible to remove secondary to being adhered into bowel. Abdomen left open with 2 identifiable fistulas present in lower middle and upper right portion open wound. Placed on levaquin and flagyl to help with non-removable mesh which is likely infected. Abdominal wound covered with adaptic and vac. Discharged to long term acute care in much improved condition.¿ ¿ (B)(6) 2014: ¿comes in with 2 chronic fistulas. Admitted (B)(6) 2014-(B)(6) 2014 for abdominal wound with debridement and removal infected mesh with attempted closure fistulas. Some mesh able to be removed as densely adhered to bowel. Developed two fistulas in wound. Abdomen covered with adaptic and wound vac. Continued output from fistulas and been leaking onto skin.¿ ¿ (B)(6) 2014: split-thickness skin graft from right anterior thigh to anterior abdominal wound and placement of wound vac - ¿the wound bed was scrubbed with chlorhexidine solution and suction was kept over the fistula to prevent and succus spillage. The right thigh was moistened and mineral oil was applied. The dermatome was set for 0.1 thickness and the donor site was then harvested and meshed 3:1. The skin graft was then moistened and spread over the wound bed. It was cut to the appropriate size and stapled in place. The adaptic was then cut over this and placed on top of the skin graft. A wound vac sponge was cut up to the appropriate size as well. Two 16-french red rubber catheters were placed over the fistula site. Once the vac dressing has been placed down, a hole was cut and re-sealed over the red rubbers. This was connected to one wound vac, which was placed to 175 mmhg. The lower black sponge over the skin graft was placed to 125 mmhg suction and kept separate. The patient tolerated the procedure well. The right thigh has had a tegaderm placed over top of the donor site.¿ ¿ (B)(6) 2014: discharge summary: ¿wound vac left in place until postoperative day 5 at which time skin graft demonstrated near complete incorporation. Two wound vac changes performed prior to transfer to long term acute care. Postoperative course remarkable for continued oral candidiasis treated with fluconazole. Kept on bedrest due to fragility of graft, ambulated to bedside commode. Discharged in improved condition.¿ ¿ (B)(6) 2014: abdominal wound culture: ¿moderate growth klebsiella pneumoniae. Moderate growth citrobacter freundii complex. Moderate growth pseudomonas aeruginosa. Moderate growth methicillin-resistant staphylococcus aureus.¿ ¿ (B)(6) 2014: discharge summary: ¿discharged to long term acute care 11/10, re-admitted wound vac not being changed per surgery instructions. Wound vac carefully monitored by surgical team in attempt to keep stool content off newly grafted skin. Oral candidiasis continued to improve.¿ ¿ ((B)(6) 2014: discharge summary: ¿discharged to long-term acute care several times previously. Re-admitted as wound vac not being changed per instructions. Transitioned to ostomy appliance over fistulas. Became febrile, positive blood and urine cultures. Peripherally inserted central catheter exchanged for bacteremia and intravenous antibiotics used.¿ ¿ (B)(6) 2015: ¿recurrent staphylococcus bacteremia likely secondary to peripherally inserted central catheter. Clinically stable on vancomycin. Abdominal source seems unlikely currently.¿ ¿ (B)(6) 2015: ¿abdomen; tenderness, hernia present. Confirmed positive in ventral area. Impression/plan: incisional hernia, infected mesh, ex [sic] fistula, plan exploratory laparotomy explant infected mesh. Take down enterocutaneous fistula. Staged repair of incisional hernia with vicryl mesh and later a transversus abdominus release repair with mesh.¿ ¿ (B)(6) 2015: exploratory laparotomy, extensive lysis of adhesions, takedown of entercutaneous fistula, small bowel resection x2, explantation of infected abdominal mesh and incisional hernia repair with mesh. - ¿the patient had a large skin grafted abdomen from previous mesh infection and enterocutaneous fistula. We excised the skin graft and the hernia sac, performed extensive lysis of adhesions of the entire abdomen, and we raised the small bowel from the ligament of treitz to the ileocecal valve. The patient had two enterocutaneous fistulas, both of which were taken down. They were resected en bloc with the skin graft in the center of the specimen.¿ ¿there was extensive lysis of adhesions during this procedure, all using sharp dissection. There were very dense adhesions of interloop small bowel adhesions as well as small bowel adhesions to the peritoneal cavity, all of which were taken down using sharp dissection. The abdomen was then closed using an underlay of biologic mesh.¿ ¿ (B)(6) 2015: pathology: ¿also submitted are two large segments of mesh material with attached yellowish-gray and tan-pink, fibromembranous, and fatty tissue, measuring 34 x 14 x 0.7 cm, and 27 x 11 x 0.7 cm. Representative sections are submitted in six cassettes. Gross examination only of the mesh material.¿ ¿ (B)(6) 2016: CT abdomen/pelvis: ¿previous surgery small bowel. Large and wide ventral hernia. Previous mesh has been removed. Loops of colon and small bowel abut peritoneum anteriorly, could be adhesions at any site. One of the small bowel loops in this region mildly dilated.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿when operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The devices were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the verified lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: please see attached file for the information ascertained from the medical records received 09/19/2019. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: additional medical records from 2014 to 2017. Radiology records dated (B)(6) 2014 state patient underwent CT guided biopsy of abdominal mass. Biopsy result records were not provided. Records for the debridement of the abscess post biopsy of abdominal mass as noted in the (B)(6) 2014 operative report were not provided. Operative records dated (B)(6) 2014state the patient underwent wound exploration, exploratory laparotomy, drainage of abdominal abscess, removal of infected mesh, and closure of an enterocutaneous fistula. The (B)(6) 2014 operative record states: ¿the patient is a 51-year-old female who previously underwent two separate ventral hernia repairs, the second for hernia recurrence. Few months ago, she had biopsy in an area on her anterior abdomen by ir, at which point she developed an abscess around that area. She was then taken back for debridement in the or and found to have a large abscess. Since then, the wound has been nonhealing and the patient states that recently it has become increased purulent drainage, which has also been foul smelling and the wound has failed to heal. She now presents to the operating room for exploration and debridement of the abdominal wound.¿ the (B)(6) 2014operative report states: ¿the previous transverse right-sided abdominal wound was extended in a transverse direction with a scalpel. It was deepened down to the level of the subcutaneous tissue. There appeared to be a tack anteriorly and when palpated, mesh could be felt. Purulent fluid was suctioned free and the wound was opened up further by making a vertical midline incision with scalpel down to the level of the fascia. Once the fascia was identified, it was transected using bovie electrocautery.¿ the operative records dated (B)(6) 2014 continue: ¿with the fascia opened, a large piece of bile stained gore-tex mesh was visible. There was some purulent fluid surrounding it, which was suctioned free. The mesh was then attempted to be removed, some of that was able to be removed mostly on the medial, lateral and inferior sides. Once that part of the mesh was removed, tacks in the peripheral edges could be seen; however, the superior side of the mesh likely was not all removed as the tacks were not visible. The mesh was cut free as superiorly as possible. This mesh was then passed off as specimen.¿ the records dated (B)(6) 2014 continue: ¿underneath that, another mesh was noted. This was the sepramesh that was placed during the second ventral hernia surgery. A small incision in the mesh was then made, and when the mesh was attempted to be elicited, it was noted to be completely adherent to the bowel. While trying to remove this piece of infected mesh from the bowel, it was noted that an area of bowel had eroded through the mesh causing an enterocutaneous fistula and likely the source of the bile staining on the gore-tex mesh .¿ the (B)(6) 2014records state: ¿the mesh was attempted to be removed from the bowel; however, the abdomen was noted to be completely frozen and upon blunt dissection of the mesh, another small enterotomy was made in the bowel. At this point, it was decided that further dissection of the mesh would likely create more enterotomy and more complications. The two noted open areas of the bowel were closed with interrupted vicryl sutures.¿ the operative records dated (B)(6) 2014 continue: ¿at this point, it was decided that the best course of action will be to leave the rest of the mesh in place as removing it would likely create more enterotomies and to leave the abdomen open and allow the fistulas to mature and to take the patient back to the operating room at another time down the line for further repair. The abdomen was then irrigated with saline and hemostasis was ensured. Two pieces of adaptic were then laid on top of the bowel and the wound was then dressed with wet-to-dry dressings and the procedure was then terminated.¿ pathology reports for the mesh specimen were not provided. Operative records dated (B)(6) 2014 state the patient underwent split thickness skin graft from right anterior thigh to anterior abdominal wound and placement of wound vac. ¿the patient is a 51-year-old female with multiple previous abdominal surgeries, which resulted in two enterocutaneous fistulas with a chronic nonhealing wound below the fistula.¿ the (B)(6) 2014operative report continues: ¿the abdomen was prepped with chloraprep and the wounds were prepped with betadine and the right thigh was prepped with chloraprep. All draped in sterile fashion. The wound bed was scrubbed with chlorhexidine solution and suction was kept over the fistula to prevent any succus spillage. The right thigh was moistened and mineral oil was applied. The dermatome was set for o .1 thickness and the donor site was then harvested and meshed 3: 1.¿ the (B)(6) 2014 operative report states: the skin graft was then moistened and spread over the wound bed. It was cut to the appropriate size and stapled in place. The adaptic was then cut over this and placed on top of the skin graft. A wound vac sponge was cut up to the appropriate size as well. Two 16-french red rubber catheters were placed over the fistula site.¿ the records dated (B)(6) 2014continue: ¿once the v ac dressing had been placed down, a hole was cut and re-sealed over the red rubbers. This was connected to one wound vac, which was placed to 175 mmhg. The lower black sponge over the skin graft was placed to 125 mmhg suction and kept separate. The patient tolerated the procedure well. The right thigh has had a tegaderm placed over top of the donor site.¿ operative report dated (B)(6) 2015 states the patient underwent right neck exploration for retropharyngeal fluid collection with diffuse extravasation. Procedure records dated (B)(6) 2015 state patient underwent transesophageal echocardiogram for recent history or pharyngeal abscesses status post exploration and evacuation with previously suspicious mass on the anterior leaflet of the mitral valve on transthoracic study done (B)(6) 2015 . Operative records dated (B)(6) 2015 state the patient underwent exploratory laparotomy, extensive lysis of adhesions, takedown of enterocutaneous fistula, small bowel resection x2, explantation of infected abdominal mesh and incisional hernia repair with mesh. The (B)(6) 2015 operative report states: ¿the patient had a large skin grafted abdomen from previous mesh infection and enterocutaneous fistula. We excised the skin graft and the hernia sac, performed extensive lysis of adhesions of the entire abdomen, and we raised the small bowel from the ligament of treitz to the ileocecal valve. The patient had two enterocutaneous fistulas, both of which were taken down. They were resected en bloc with the skin graft in the center of the specimen .¿ records dated (B)(6) 2015 state: ¿two small bowel resections were performed in order to take down both the enterocutaneous fistulas. Two side-to-side functional and end-to­end stapled anastomosis using gia-75 and ta 60. Mesentery was closed using running 3-0 vicryl suture. Abdomen was irrigated and washed out.¿ operative records dated (B)(6) 2015 state: ¿there was extensive lysis of adhesions during this procedure, all using sharp dissection. There were very dense adhesions of interloop small bowel adhesions as well as small bowel adhesions to the peritoneal cavity, all of which were taken down using sharp dissection. The abdomen was then closed using an underlay of biologic mesh.¿ the (B)(6) 2015 operative report continues: ¿preoperatively, we had a long discussion regarding an incisional hernia repair with microbiologic mesh. The mesh chosen was biologic due to the high risk of wound complication and not wanting to perform a muscle release procedure in order to reapproximate the midline linea alba back to the midline. The risk of wound complications was very high and using synthetic mesh, was felt to be not adventitious at this time and more appropriate direction in order to manage her incisional hernia would be at stage procedure.¿ the records dated (B)(6) 2015 state: ¿the first stage is to take down the fistula, repaired the hernia knowing that it would not be definitive repair with synthetic mesh and come back at a later date once she has recovered and repair of incisional hernia with synthetic mesh. The patient understood this repair very well. We reapproximated the midline fascia over the biologic and placed drains between the fascia and the biologic. The patient tolerated the procedure well. Skin was closed using running o vicryl suture to close the subdermal layer, and skin was closed using staples.¿ operative report dated (B)(6) 2015 states the patient underwent panniculectomy, open incisional hernia repair with mesh, left sided posterior component separation, right sided posterior component separation, myofascial advancement flap closure incisional hernia and extensive lysis of intra-abdominal adhesions. The records dated (B)(6) 2016 state: ¿the patient is a 52-year-old female with a history of laparoscopic incisional hernia repair with mesh. She developed a mesh infection and the abscess was drained. The patient then developed an enterocutaneous fistula, which was eventually taken down and included a small bowel resection and hernia repair with biologic mesh. The patient now has a recurrent ventral incisional hernia in the midline with no obstructive symptoms.¿ the (B)(6) 2016 operative record states: ¿panniculectomy was performed first. The amount of lower abdominal excess skin and soft tissue was identified and marked with an elliptical pfannenstiel type incision. Incision was made with 10-blade scalpel and carried through the subcutaneous tissue with bovie electrocautery until the fascia was encountered. The subcutaneous fat was then lifted off the underlying fascia with bovie electrocautery. The hernia sac was identified during dissection and was protected and not entered at this time.¿ the records dated (B)(6) 2016 continue: ¿hemostasis was achieved with bovie electrocautery. Once the entire pannus was removed, it was passed off the operating table to be sent for pathology. At this time, the hernia sac was opened in the midline. Extensive intraabdominal adhesions were noted. The superior portion of the hernia sac was fused to the biologic mesh and skin. The spleen were not dissected to preserve blood supply to the superior flap. Extensive lysis of adhesions was then performed. A small serosal tear in the colon was made during lysis of adhesions which was repaired with interrupted 3-0 silk lembert sutures.¿ the (B)(6) 2016 operative records continue: ¿once all of the adhesions were free, the tar portion of the procedure was undertaken. The right side was performed first. The posterior rectus sheath was identified. It was dissected at the medial border off the underlying rectus muscle with bovie electrocautery.¿ the records dated (B)(6) 2016 state: ¿the dissection was continued superiorly to the level of the xiphoid and inferiorly to the level of the pubis. The dissection between the posterior sheath and the rectus muscle was continued laterally until the transversalis muscle was encountered. The transversalis muscle was dissected free from the posterior sheath with right angle and released with bovie electrocautery, allowing full medial mobilization of the posterior sheath. Once this was complete, the same was performed on the patient's left side.¿ records dated (B)(6) 2016 continue: ¿the left posterior sheath and rectus muscles were noted to be significantly more retracted than the right side. After difficult dissection, the posterior sheath was dissected free to the lateral edge of the transversalis muscle. The transversalis muscle was released with bovie electrocautery in the same fashion allowing the posterior sheath to reach near midline. At this time, the posterior sheath was reapproximated in the midline with looped o pds suture.¿ operative records dated (B)(6) 2016 continue: ¿once the posterior sheath was closed, all members of the operating team changed gowns and gloves. &.brposterior [sic] sheath was then pulse lavaged with 3 l of normal saline and suctioned. The large bard soft mesh was then selected and placed overlying the posterior sheath. The mesh was transfixed to the anterior abdominal wall with transfascial #1 pds sutures with a carter-thomason, it was transfixed laterally to the lateral most edge of the mesh and the anterior abdominal wall. Superiorly it was transfixed adjacent to the xiphoid process and inferiorly it was transfixed adjacent to the pubis.¿ the records dated(B)(6) 2016 state: ¿the mesh completely cover the posterior sheath and appeared in good position. Two drains were then placed overlying the mesh, 19-french blake drains were selected; one was placed in the left upper quadrant and one in the right upper quadrant overlying each side of the mesh. The anterior sheath was then reapproximated in the midline with o looped pds suture. Once this was completely closed, 2 drains were placed overlying the anterior sheath, one in the right upper quadrant and one in the left upper quadrant.¿ operative records dated (B)(6) 2016 continue: ¿all drains were secured in place with 3-0 silk sutures. The panniculectomy defect was then reapproximated. Scarpa layer was closed with running o vicryl suture. The deep dermal layer was closed with o vicryl running deep dermal suture and the skin was closed with staples. Drains were dressed with drain sponges and taped. The pfannenstiel incision was covered with island covaderm dressing.¿ operative report dated (B)(6) 2016 states the patient underwent wound exploration and evacuation of an abdominal seroma with debridement of skin and soft tissue measuring 4 x 3 cm. We did an excisional debridement of skin and subcutaneous tissue. The (B)(6) 2016 operative record states: ¿the abdominal wound was visualized and it was probed with hemostat, it was evident that it tracked down through the soft tissue towards cavity above the abdominal wall fascia. The skin incision was created, an elliptical incision encompassing the track site was created in the skin. We debrided and excised skin and subcutaneous tissue of this epithelialized tract down to the seroma cavity, which was irrigated and evacuated and drained and packed wet-to-dry.¿ operative report dated (B)(6) 2016 states the patient underwent abdominal wound exploration and application of wound vac. ¿the patient is a 53-year-old female status post open tar with mesh in the past. She has previously had a wound vac application for persistent serous drainage from the lower transverse incision.¿ the (B)(6) 2016 operative record states: ¿the patient has an infraumbilical opening in the middle of her transverse incision from prior surgery with serous drainage. The incision was extended laterally on both sides along her previous incision scar. Some scar tissue was excised. An elliptical opening was created to excise scar tissue. Minimal tracking was encountered. Hemostasis was achieved. No purulent fluid or bleeding was encountered. The black sponge with wound vac was then applied to the wound and put on continuous suction.¿ operative records dated (B)(6) 2017 state the patient underwent abdominal wall expoloration, excision of subcutaneous abdominal tract, and adjacent tissue transfers zplasty abdomen appox 120cm2 for chronic nonhealing sinus tract. The patient ¿53-year-old female who has had multiple abdominal surgeries including multiple hernia repairs. She has had chronic wound in the lower abdomen that has persisted despite wound explorations.¿ the operative records dated (B)(6) 2017 state: ¿using a knife, we made an incision over the low panniculectomy transverse incision, took this down with bovie electrocautery down to the level of the anterior fascia. We then elevated the subcutaneous tissues of the anterior fascia up to the level cephalad to several centimeters above the umbilicus bilaterally. During this process, there was a thick walled cavity in the subcutaneous fat in the right lower abdomen above our lowest incision that was consistent with a chronic sinus tract.¿ the records dated (B)(6) 2017 continue: ¿we elevated this, and using cautery, we were able to completely remove the sinus tract off the subcutaneous tract. At this point, we felt that we were able to completely excise the sinus tract and with no involvement to the fascia and we felt that there was no need to continue exploration with entering the abdominal cavity. We then turned the case over to plastic surgery who proceeded with local flap closure with skin and subcutaneous tissue.¿ the additional operative records dated (B)(6) 2017 state: after scrubbing and investigating the wound, abdominal fascia was intact and the mesh appeared well incorporated into the abdominal wall without any evidence of any infection or contamination of the mesh.¿ the records dated (B)(6) 2017 continue: ¿we then proceeded to excise an ellipse of skin circumferentially around the present incision in order to limit the amount of undermined tissue on her abdominal wall and to give her a better anterior abdominal wall contour. This was excised using electrocautery and discarded. Hemostasis was achieved using electrocautery and the wound was irrigated with sterile saline. We then proceeded to closure of the deep layers of the abdominal wall, which included quilting of the scarpa's fascia down to the anterior rectus sheath and closure of scarpa's fascia.¿ records dated (B)(6) 2017 state: ¿we threaded a single 15 round drain into the surgical site and brought it out in the left lower quadrant. The drain was placed to jp bulb suction and sutured in place. We then closed the deep dermis using running 2-0 vicryl suture and then performed 4 z-plasties along the length of the incision in order to break up the scar and prevent any scar contracture. The dermis of the z-plasties was then closed using interrupted 2-0 vicryl. Superficial dermis was then closed in a running fashion using 3-0 monocryl and the skin was closed in a running fashion using 4-0 vicryl suture. Once this was completed, dry dressings were placed over the surgical site.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Correction to medical record information. Records confirm gore dualmesh® biomaterial lot #05543970 and lot #06288609 were used during the procedure. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Updated result code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative report dated (B)(6) 2006 states the patient underwent vaginal hysterectomy, transobturator tape and cystoscopy. ¿the patient is a 43 year old with known uterine fibroids. She is rather obese. We did an endometrial ablation without successful treatment of her menorrhagia.¿ operative report dated (B)(6) 2006 states the patient underwent low anterior resection with end colostomy and hartman pouch, mobilization of splenic flexure, bilateral salpingo-oophorectomy. The operative records state: ¿a vertical incision was made in the midline from the pubis to the umbilicus. This was carried down to the fascia which was incised and the abdominal cavity was entered. Immediately upon entering the abdominal cavity, there was a foul smell consistent with necrotic tissue. The incision was then lengthened above the level of the umbilicus. The bookwalter retractor was placed.¿ the (B)(6) 2006 operative records continue: ¿the omentum was found to be markedly adhered to the pelvis. Using blunt dissection I was able to free the omentum from the pelvis. There was a large amount of nonclotted blood in the pelvis which was suctioned out. Prior to this, a culture was taken. Several loops of small bowel were adherent to the pelvis in the region of the vaginal cuff. They were freed up using blunt dissection. There was no evidence of any bowel spillage.¿ records dated (B)(6) 2006 continue: ¿there was, however, noted to be a tense fibrotic inflammatory reaction involving these loops of small bowel. In addition, the sigmoid colon was markedly inflamed and had evidence of fibrinous exudate along with gangrenous changes, predominantly along the antimesenteric border, extending throughout the entire sigmoid and down to the proximal rectal area. There was no evidence of any perforation. There was a foul odor but no frank pus was identified. Both ovaries were easily identified and both of them appeared to be fibrotic and quite spongy in their consistency.¿ the (B)(6)2006 operative records also state: ¿the remainder of the large and small bowel was examined. There was no evidence of any perforation or ischemia. The cecum had some secondary inflammatory changed but there did not appear to be any primary pathology with the cecum or with the appendix. The bowel was packed away with the bookwalter retractor. The sigmoid colon was then mobilized by incising along the white line of toldt. These tissues were extremely edematous secondary to the intense inflammatory reaction. The left and right ureters were encased in inflammatory reaction. They were identified by palpation but were never clearly visualized.¿ the (B)(6) 2006 operative records continue: ¿the decision was then made to proceed with the low anterior resection. The distal line of transection of the bowel was first chosen. It was located at the peritoneal reflection. Using the contour stapler, the bowel was transected. At this level, the bowel still had some fibrinous exudate but the stapler fired well and appeared to be intact. Progressing in a proximal fashion, the mesentery was then taken next to the bowel so as not to be close to either ureter.¿ the operative records dated (B)(6) 2006 state: ¿the mesenteric vessels were taken between kelly clamps and tied with 0 vicryl ties. The proximal line of resection was just proximal to the sigmoid colon and the descending colon. The gia stapler was used to transect the colon and the specimen was then delivered. As both ovaries appeared to be necrotic, a bilateral salpingo-oophorectomy was performed by using kelly clamps and tying with 0 vicryl ties.¿ operative records from (B)(6) 2006 continue: ¿the vaginal cuff from her previous surgery was easily identified as were sutures. There did not appear to be any pus or evidence of breakdown. The splenic flexure was then mobilized in order to bring out a colostomy. After performing this, a site in the right lower quadrant was chosen and a circular incision was made in the skin a cylinder of subcutaneous fatty tissue was then removed down to the level of the fascia.¿ the records dated (B)(6) 2006 state: ¿a cruciate incision was made. The rectus muscle fibers were then separated with kelly clamp and again a cruciate incision was made in the peritoneum. Using babcock clamp, I was able to deliver the colostomy through this opening to anterior abdominal wall. There did not appear to be any tension on the colon.¿ operative records from (B)(6) 2006 also state: ¿the abdominal cavity was then irrigated with copious amounts of warm saline. Hemostasis was verified. #2 ethibond retention sutures were then placed. The fascia was reapproximated with looped pds sutures. The skin was loosely approximated with skin stapler. Retention sutures were tied. The end colostomy was then matured using interrupted 4-0 vicryl sutures. It appeared to be very healthy at the end of the case.¿ operative records dated (B)(6) 2007 state the patient underwent take down of end colostomy with primary anastomosis, partial colon resection, repair of incisional hernia using alloderm. The operative records dated (B)(6) 2007 state: ¿a vertical midline incision was made and carried down to the skin and subcutaneous tissues. The abdominal cavity was entered superior to the umbilicus. There were multiple adhesions found between the omentum and the anterior abdominal wall, which were taken down using sharp and blunt dissection. The patient was found to have a very large incisional hernia. It measured approximately 14 x 20 cm.¿ the records dated (B)(6) 2007 continue: ¿the colostomy was then taken down by incising the skin around the stoma. This was carried down through the subcutaneous layer and the end colostomy was delivered intra-abdominally. At the beginning of the case, a #0 silk was used to close over the colostomy so that there will be no fecal spillage.¿ operative records dated (B)(6) 2007 continue: ¿next, the distal rectal stump was identified with the prolene suture, which was placed at her initial operation. The stump was then freed up circumferentially. Approximately 10 cm of the proximal colon was then resected. A bowel clamp was placed proximally and kocher clamp distally and the bowel was transected. The mesentery was taken between kelly clamps and tied with #0 vicryl ties. The bowel clamp was then removed. Using the eea sizers, she appeared to be a candidate for a 33-mm eea stapler.¿ records dated (B)(6) 2007 state: ¿from the rectum, the sizers were then inserted starting with the smallest sizer, which was 25 mm. Passed so far into the rectum, but then met a strictured area. Following this, the rigid sigmoidoscope was placed transrectally and the bowel appeared to take a very acute angle at the area where the sizer was hung up.¿ records dated (B)(6)2007 continue: ¿returning to the abdomen, more of the distal rectal stump was then freed up in order to try to accommodate the sizer and having it passed to the distal end of the rectal stump. Again using the 25-mm sizer, a strictured area was again encountered and could not be passed through it to the very distal end of the rectal stump without causing a serosal tear. As such, a portion on the distal stump was then transected using the ta stapling device.¿ the operative records dated (B)(6)2007 state: ¿again, using the sizers, they were placed transrectally and it appeared that the distal stump would accommodate a 29-mm stapler, but nothing larger. As such, this is what was chosen for the anastomosis. The anvil end of the stapler was then placed to the proximal portion of the colon and brought out through the tenia. The distal end was then stapled with a ta stapling device. The curved eea stapler was then easily passed transrectally and the spike was brought out through the transverse staple line. Proximal portion was then attached and the eea staple anastomosis was created.¿ operative records dated (B)(6) 2007 continue: ¿placing the rigid sigmoidoscope into the rectum, air was inserted and pulsed, and there was no evidence of any air bubbles after filling the pelvis with saline. Furthermore, 2 complete donuts were found. Having completed the anastomosis, our attention was then turned to the incisional hernia. In order to close this, alloderm had to be used. Four pieces were necessary. The alloderm was sutured to the fascial edges using short runs of #0 prolene suture material. The alloderm pieces were then sewn to one another again using running #0 prolene. There was no tension on the alloderm.¿ records dated (B)(6) 2007 state: ¿two #19 round blake drains were then placed with separate stab wounds into the subcutaneous space. The subcutaneous layer was then reapproximated with interrupted 2-0 vicryls. The skin was closed with a skin stapler. The old colostomy site was also loosely closed with the stapler and a moist sponge was placed between the staples. Sterile dressings were applied.¿ operative records dated (B)(6) 2008 state the patient underwent laparoscopic lysis of adhesions and laparoscopic incisional hernia repair with 29 x 29 cm placement of gore dualmesh. The patient ¿is a 45-year-old female who has undergone a sigmoid colectomy, bilateral salpingo-oophorectomy, takedown colostomy and multiple additional operations. She presents now with multiple hernias which are easily reducible but painful. On exam she is noted to have multiple incisional hernias throughout her abdomen which are easily reducible and stable.¿ the operative records dated (B)(6) 2008 state: ¿an upper abdominal incision was made in a vertical fashion due to her previous lower abdominal surgery. The fascia was grasped with two kocher's, this was divided with a knife. A hasson trocar was placed after two stay sutures of #0 vicryl were placed. The abdomen was visualized, multiple hernias were identified as well as multiple adhesions. Additional 5-mm ports were placed, both on the left and right including a 10-mm port to aid in taking down these adhesions.¿ the records dated (B)(6) 2008 continue: ¿adhesions were taken down with a combination of blunt dissection as well as the___[sic] harmonic. This took approximately an hour and a half. Once all the adhesions were free from the interior abdominal wall, it was noted that there were multiple hernias. The hernia was measured using a davis-geck retractor and noted to be approximately 27 x 27 cm in size. A dualmesh patch was then fashioned, placing to meshes together , sutured with a prolene suture. This was inserted into the abdomen and unrolled.¿ operative records dated (B)(6) 2008 state: ¿tacking sutures were placed at all four quadrants as well as the middle with ethibond. These were pulled out in the superior, inferior and lateral directions as well as through the middle using the gore suture passing. These were all tied down with the exception of the center suture. The protacker was then used to tack a single row of tacks in the edge of the mesh into the fascia. Looking from above, the tacks looked like they were in good position.¿ the records dated (B)(6) 2008 continue: ¿at this point, all ports were removed and the air was allowed to escape the abdomen. In the larger 12 mm port on the right hand side, three deep sutures were placed of 2-0 vicryl. The previous #0 vicryl stay sutures were then tied. No hernia was appreciated. All incisions were then closed with either interrupted or subcuticular 4-0 monocryl. Dermabond was then applied.¿ records confirm gore dualmesh® biomaterial lot #05543970 and lot #06288909 were used during the procedure. Records between (B)(6) 2008 and (B)(6)2010 were not provided . Operative records dated (B)(6) 2010 state the patient underwent laparoscopic repair of ventral hernia with mesh, partial omentectomy, and laparoscopic lysis of adhesions. ¿the patient is a 47-year-old woman with a past medical history of pelvic abscess post hysterectomy, status post sigmoid colon resection with hartman's procedure and colostomy, which was subsequently reversed; however, the patient developed a ventral incisional hernia. This hernia was repaired laparoscopically two years ago. For the last few months, the patient has been experiencing frequent bouts of epigastric as well as pelvic pain. The patient underwent a CT scan, which showed recurrence of her hernia above and below the previous mesh with some herniation of bowel .¿ the (B)(6) 2010 operative records state ¿the patient was brought to the operating room and placed in the supine position. Vancomycin was infused for prophylactic antibiotics as the patient has history of mrsa and penicillin allergy. An approximately 8-mm incision was made in the left upper quadrant below the costal margin. Through this incision, a 5-mm optiview port was placed and the intraperitoneal cavity was entered.¿ the operative records dated (B)(6) 2010 state: ¿the abdomen was then insufflated with co2 gas to 15 mmhg. Immediately apparent, there was extensive adhesions around where the previous mesh has been tacted as well as several hernia defects around the mesh, especially superiorly and to the left side of the abdomen. We then placed two additional ports in the left side of the abdomen, one in the left lower quadrant and one in the left mid abdomen. These were 5-mm ports placed under direct visualization through 8-mm incision after infiltrating with marcaine.¿ the(B)(6) 2010 operative report continues: ¿we then started taking down adhesions with blunt dissection as well as metzenbaum scissors. This dissection was very tedious. We eventually needed to place two additional ports in the right side of the abdomen, one in the right lower quadrant and one in the right mid abdomen. These were 5-mm ports placed through a millimeter incision after infiltrating with marcaine. These ports were placed under direct visualization. Dissection then continued with blunt and sharp dissection.¿ records dated (B)(6) 2010 state: ¿we also used the harmonic scalpel to take down some of the omentum. There were extensive omental adhesions around the mesh edge as well as adhesions of small bowel. These adhesions were taken down very carefully and the bowel was not injured. At one point, we did have bleeding from a portion of omentum in the right lower quadrant. We attempted to control this for a prolonged period of time using the harmonic scalpel; however, we were unable to do so. We also attempted to control this with an endo­loop; however, also were unsuccessful. Therefore, we elected to transect this portion of the omentum.¿ operative records dated (B)(6) 2010 continue: ¿this was done with harmonic scalpel and this eventually controlled the bleeding. We had approximately 200 ml of blood loss from this site. All the blood was aspirated. There was no further evidence of bleeding. That portion of the omentum was then removed by replacing the right abdominal port with a 10-mm port, inserting an endoscopic bag, and then fishing out the omentum through the bag.¿ the (B)(6) 2010 operative report continues: ¿the ports were all replaced. We finished the dissection of omentum and small bowel around the rest of perimeter of the mesh. No bowel was entered and we had excellent hemostasis. At this point, we could see that we had an extensive defect. We needed to mobilize the bladder inferiorly. This was done with the ligasure by incising the peritoneum above the bladder and then dissecting down with sharp dissection as well as ligasure.¿ records dated (B)(6) 2010 state: ¿the bladder was fully mobilized downward providing plenty of space for seating her mesh. Superiorly, we decided to take down the falciform ligament to also provide better seating of our mesh. This was done with ligasure achieving excellent hemostasis.¿ the (B)(6) 2010 operative also states: ¿at this point, we measured the size of the hernia defect and planned mesh size using a vicryl suture and then we selected a 30 x 35 sepramesh and trimmed this mesh to 33 x 27 cm. We then placed ethibond stitches on the four sides of the mesh after rounding the corners with the mesh and hydrated the mesh anteriorly through the 10-mm port inside the peritoneal cavity. The mesh was then unrolled.¿ the (B)(6) 2010 operative records continue: ¿it was tacked, first the inferior, then the superior, and the two lateral sides by using the gore suture passer to place the stay stitches over the mesh through the peritoneal cavity. These stitches were all tied down. There was plenty of laxity in the mesh, which provided appropriate fit. The mesh was then tacked circumferentially to the anterior abdominal wall with absorbable tacker. These tackers were spaced approximately 2 cm apart and there was no room for bowel to sneak through any spaces.¿ the records dated (B)(6) 2010 state: ¿all hernia defects were covered with several centimeters of overlap. At this point, we took another look around the abdomen. There was excellent hemostasis. We looked above the mesh and made sure that all the hernia defects were covered and then we de-suffiated the peritoneum of co2 gas. The ports were removed under direct visualization and the skin was closed at each port site with subcuticular stitches using 5-0 monocryl. Dermabond was applied to the skin.¿ medical records from 2014 to 2017 will be provided in a separate report a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008, whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: mesh removal, infection, abdominal wound, additional surgery.